Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was observed to be leaking from the cartridge near the pneumatic tap. Customer loaded a new cartridge onto the pump. There was no reported impact to customer's blood glucose.